Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service ht70 plus ventilator displayed a replace coin battery alarm and oxygen (o2) sensor failure alarm. No patient involvement was reported. The medtronic field service engineer (fse) confirmed the issue and replaced coin battery and o2 sensor.